Event description:
Recording of a repitious misreading of the o2 supply (occuring intermittently), detected during pre-use check. Both the "tidal volume too low" and "o2 concentration too low" alarms are triggered.